Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) # for this product, field d4, from section d. Suspect medical device. All available product data has been included in this report.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected and had not met the projected longevity. Additional information was received indicating this icm device was explanted from the patient and replaced with a new icm device due to the initially reported issue. No adverse patient effects were reported. The explanted icm device has been returned, and analysis is being performed at this time.